Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the pump had an improper placement and did not work well for the patient. The device was removed on (B)(6) 2012. No symptoms were reported. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.